Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us transducer error during set up (no other information provided). Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Additional information: b5: the issue happened during device set up prior patient use. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to defective inspiratory block - press blower sensor. Vyaire medical replaced with a new inspiratory block. Performed calibrations and verification test. Issue fixed and the unit worked properly according to manufacturers specifications.